Event description:
It was reported that the patient presented to the emergency room due to "protruding from the skin." An x-ray was taken and it appears the device had migrated. The patient will be monitored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.